Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the small pieces of the insulin pump was broken in the reservoir compartment. The customer¿s blood glucose level was unknown. Customer reported that the no visible insulin pump damage. Customer also reported that the drive support cap was normal. Customer was advised to perform a self-test and the test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.